Manufacturer narrative:
Dräger reached out to the customer to obtain further information, but no further information was available. Since the error log was not available for investigation either, a case-specific evaluation is thus not possible; no reliable conclusion about the root cause for the event could be made. A shut-down of automatic ventilation may occur due to technical issues with components in the ventilator unit or as a response of the safety concept to other disturbances - an example for the latter would be a disturbed airway pressure monitoring; since the protection against potentially hazardous output cannot be ensured anymore when airway pressure monitoring fails, the device is designed to shut down automatic ventilation and to post a corresponding alarm to alert the user. From the aspect that reportedly the vent fail was cleared by the user, a malfunction in the ventilator unit is rather to be excluded. Based on experience, users will often perceive the effects of a large leakage in the patient circuit as a stop of ventilation. Checking the proper function of the entire system prior to each use on a patient is an important risk mitigation measure as also described in the instructions for use. The pre-use check as well as the leak-test help to verify that the device including external components is ready for use. The fabius device is equipped with an integrated pressure-, flow- and fio2-monitoring that ensures that deviations from set/expected parameters during use are obvious for the user and that alarms will be given according to the alarm limits adjusted by the user. As per iec60601-2-13 (anesthetic workstations and their modules-particular requirements), additional monitoring of the concentration of co2 and anesthetic agent is required when the machine is in use. A further differentiation is however not possible. Since a ventilator failure during use could not be excluded, the event is being reported in abundance of caution. The device is not under a service contract with dräger. It is recommended by dräger to check the workstation in regular intervals. The involved device is more than 14 years old; status of preventive maintenance and repairs is unknown.

Event description:
It was reported that during the case, the device went into ¿vent fail¿. The user reportedly cleared the problem and no patient injury was reported. ¿the device has no UDI as an UDI was not required at the time the device was manufactured.